Event description:
It was reported that the communicator displayed yellow call doctor icon and also mentioned that it might come out the smell of smoke of the communicator. Furthermore the programmer will be replaced and returned for repair/analysis. No adverse patient effect was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Product not yet returned for analysis.